Event description:
The customer contacted stryker to report that their device powered off on its own. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to verify or duplicate the reported issue. The root cause was not established. Proper device operation was observed through functional and performance testing and the device was returned to the customer for service.